Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the pump and the transmitter were out of range. The customer's blood glucose (bg) level was in 600 mg/dl range. A correction bolus via the pump was delivered to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿